Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited unexpected reset. It was also noted that high volage therapies were disabled. Programming changes were made and device successfully restored. There were no patient consequences.